Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient has been having issues with either this implantable cardioverter defibrillator (ICD) or the medicine and was therefore asked to perform an interrogation. Attempts were made to obtain additional information but were unsuccessful. All available data suggests that this device remains in service. No adverse patient effects were reported.